Event description:
It was reported that the patient's battery voltaged dropped from a measured 2.92 volts at their (B)(6) 2010 follow-up to 2.23 volts on (B)(6) 2010. The device is still implanted. There were no patient complications reported as a result of this event. It was further reported that the device had early battery depletion. The device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Analysis indicated a low telemetered battery voltage. On (B)(6) 2010, the telemetered battery voltage was 2.23 v while the daily battery voltage trend measurement was 2.88 v. Analysis of the device revealed that the device did not meet expected longevity. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The device is part of the advisory for this model.

Event description:
It was reported that the patient's battery voltaged dropped from a measured 2.92 volts at their (B)(6) 2010 follow-up to 2.23 volts on (B)(6) 2010. The device is still implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Analysis indicated a low telemetered battery voltage. On (B)(6) 2010, the telemetered battery voltage was 2.23 v while the daily battery voltage trend measurement was 2.88 v. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicated a low telemetered battery voltage. On (B)(6)-2010, the telemetered battery voltage was 2.23 v while the daily battery voltage trend measurement was 2.88 v. The device is part of the advisory for this model.

Event description:
It was reported that the patient's battery voltaged dropped from a measured 2.92 volts at their (B)(6) 2010 follow-up to 2.23 volts on (B)(6) 2010. The device is still implanted. There were no patient complications reported as a result of this event. It was further reported that the device had early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.